Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pump pcb board had failed, which caused the load set and no flow out alarms to fail. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump had cosmetic damages to the front and back housing. When the pump was returned to mmdg for evaluation the load set and no flow out alarms did not alarm as expected. They failed to alarm. The initial reporter stated that the complaint had occurred during testing and had not had any adverse effect on the patient. The alarm failure was discovered at moog. (B)(4).